Manufacturer narrative:
Batch review performed on 11 february 2019: lot 157026: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 years and 4 months after primary. The pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.